Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "scan the sensor to check glucose" message and was unable to obtain readings. As a result, customer had contact with an hcp who removed the sensor and provided a novorapid insulin (dose unspecified) injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.